Event description:
Customer reported that wo weeks post op the intersticles of themesh were torn. Pt was returned to surgery for device removal and primary wound closure. Current status of patient is reported as "fine".